Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed by inserting a test guidewire into the tip and it was able to pass through the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the tibial and peroneal arteries. A 2.0mm x 80mm x 150cm coyote balloon catheter was selected for use. However, during the preparation, fracture was observed in the shaft of the balloon when attempting to introduce it through the guide catheter. The procedure was completed with another coyote balloon catheter. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the tibial and peroneal arteries. A 2.0mm x 80mm x 150cm coyote balloon catheter was selected for use. However, during the preparation, fracture was observed in the shaft of the balloon when attempting to introduce it through the guide catheter. The procedure was completed with another coyote balloon catheter. No patient complications were reported.